Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that she was informed by the or manager that these sponges have been having several miscounts in the packages. They are reporting that some of them have less than 10 count and this one was with 11 counts in the package. Per additional information received, no medical intervention was required. The product was not used.